Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of making a loud noise. There was no patient involvement reported. Failure observed by end user during routine check when cardiosave powered up unit went into system failure alarm. A getinge field service engineer evaluated the unit and observed system failure intermittently. He suspected isolated failure to video board not reporting to executive processor board. Fse confirmed coiled cable causing communication failure to display, replaced coiled cable and tested, corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The coil cable was observed per the cardiosave service manual revision q with no visual damage. The failure analysis and testing dept. Installed the coil cable into the cardiosave test fixture serial number and tested the coil cable to factory specifications per procedure number: 0002-07-d016 revision d and the cardiosave service manual part number: 0070-00-0639 revision q. The failure "internal communications" was observed and confirmed. The coil cable will be held in the fat dept. As per procedure number: 0002-07-d008 revision al.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) making a loud noise. There was no patient involvement.